Manufacturer narrative:
(B) (4) patient required non-surgical intervention. Failure to deliver energy. Difficult to remove. (B) (4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a sensation standard oval snare was used during a polypectomy procedure within the colon on (B) (6) 2010 (patient weight unknown). According to the complainant, during the procedure, the physician attempted to remove a 3cm polyp approximately 15cm from the anus; however, when the physician attempted to cauterize the polyp, the snare did not transmit any electric current. The complainant tried to resolve the issue by exchanging the active cord, generator, and grounding pads, but was unsuccessful. The physician then attempted to remove the snare from within the patient, but noticed that it had become embedded within the polyp tissue and it would not disengage. The physician had to cut the catheter of the snare in order to remove the colonoscope and snare handle. The scope was then reinserted into the patient and a second sensation standard oval snare was used to successfully remove the polyp and the entrapped snare. After the procedure, it was confirmed that the initial active cord, generator, and grounding pads were functioning properly. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. The complainant reported an overall delay of approximately 1 hour due to the malfunctioned snare.

Manufacturer narrative:
The returned device was cut at the handle. Although all components were returned, because the device was cut, an evaluation of the device could not be performed. The reported malfunction of failure to cauterize could not be confirmed because of the device's condition. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that a sensation standard oval snare was used during a polypectomy procedure within the colon on (B)(6), 2010 (patient weight unknown). According to the complainant, during the procedure, the physician attempted to remove a 3cm polyp approximately 15cm from the anus; however, when the physician attempted to cauterize the polyp, the snare did not transmit any electric current. The complainant tried to resolve the issue by exchanging the active cord, generator, and grounding pads, but was unsuccessful. The physician then attempted to remove the snare from within the patient, but noticed that it had become embedded within the polyp tissue and it would not disengage. The physician had to cut the catheter of the snare in order to remove the colonoscope and snare handle. The scope was then reinserted into the patient and a second sensation standard oval snare was used to successfully remove the polyp and the entrapped snare. After the procedure, it was confirmed that the initial active cord, generator, and grounding pads were functioning properly. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. The complainant reported an overall delay of approximately 1 hour due to the malfunctioned snare.